Event description:
It was reported that there was an impedance issue with the implantable neurostimulator 97716 intellis pain and associated leads. The specific allegations included a short circuit with impedance values on electrodes 0 and 2 at 270, and an open circuit with impedance values on electrodes 11, 14, and 15 at greater than 40000. Troubleshooting steps included an impedance check and reprogramming. The issue is ongoing, and no replacement products were required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 (B)(6); product type: 0200-lead; implant date ; explant date product ID 3778-60 (B)(6); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.